Manufacturer narrative:
The bells and plates have deep scratches. Due to insufficient hardness of chrome the device is more susceptible to scratching.

Event description:
The distributor reported: when the doctor is performing the circumcision and uses the scalpel to cut the foreskin around the bell, the scalpel is digging into the coating and causing the scalpel to catch.